Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
During the use of the usg it freezes the image, and sometimes the question mark appears in the probe design, and this problem is constant and it is not possible to use.